Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that the ins recharger (insr) shows the ins charging screen, but no boxes are filled in and the connection gets lost every couple of minutes. The caller said the ins battery had no charge whatsoever. Troubleshooting was performed, but the issue was not resolved and the insr screen was displaying 48 48 48, even after taking the antenna off of the patient. When they tried to connect the patient programmer (pp), they saw either poor communication or a charge the ins battery screen. An email was sent to repair for replacement of the antenna for troubleshooting purposes. Additional information received on 2019-08-06 indicated the new antenna did not resolve the coupling issue. No falls or trauma were reported, and it appeared the ins was not moving around in the pocket site. They had a follow-up appointment with their healthcare provider (hcp) on friday. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause for the no coupling boxes and communication issues could not be determined. A manufacturing representative (rep) was to go to the patient to troubleshoot whether the pocket adaptor and battery were not close enough (8/7). A message was left on the patient phone and the next step would be an x-ray. The issue was not resolved.